Manufacturer narrative:
Investigation: received (1) 1.0ml, 31g, 8mm syringe from batch #8155690. Sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual evaluation found the broken plunger rod with shear like damage at the center of the gate. Inspection under microscope found ripple like damage leading up to the gate from the stopper side. A "v" style groove was found at the rim of the barrel. Plunger was exercised to verify smoothness of motion and no presence of chatter. Adhesive splatter was found on the cannula. Plug wire was used to check for a clog. Probable root cause of the broken plunge is due to a misalignment at the assembly dial or clog at the cannula due to adhesive splatter that allowed the shaft of the plunger to flex during assembly. When the plunger was inserted into the barrel the shaft made contact with the rim of the barrel just before the gate. The edge of the gate caught the rim and partially sheared or fractured the plunger shaft. A review of the device history record was completed for batch # 8155690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd¿ insulin syringe had the plunger break off the syringe during use.

Manufacturer narrative:
Device expiration date: unknown. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod breaks off during use on lot # 8155690. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8155690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received, the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ insulin syringe had the plunger break off the syringe during use.